Event description:
After successful deployment of graft in tortuous anatomy, there was a small type I superior endoleak that remained unresolved after placement of an additional stent. Small endoleak left untreated. No additional information was available as of this report. Reportedly, the physician will follow-up with the patient 45 to 60 days after implant.